Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r wave amplitude measurements, increased pacing impedance measurements, and loss of capture. It was noted that a lead dislodgement occurred, and the lead was surgically repositioned. No additional adverse patient effects were reported. The lead remains in service.